Event description:
It was reported that the user experienced sustained hyperglycemia with a maximum blood glucose of 366 mg/dl while using the ilet; alarms were reportedly not heard, the device was restarted, and no device alerts were found during follow-up review, with no visible infusion set abnormalities reported and no factory reset performed. Symptoms included elevated blood glucose without acute complications. Outcomes included self-administration of subcutaneous insulin (1 unit initially, then 3 units), temporary disconnection from the ilet, and subsequent return of blood glucose to 140 mg/dl with reconnection to therapy, without medical intervention or hospitalization. Investigation included user interview, device review for alarms, and operational checks by restarting the device. Investigation of this case revealed no confirmed device malfunction, no confirmed alarm failure, and no confirmed infusion set failure. It was concluded that hyperglycemia occurred with cause unclear and that the device was functioning as expected based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.